Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional device product code is hwc. (B)(6). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has not been received as stated in initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) nail was deformed and hence the helical blade did not pass through it during a surgical procedure. There was no report of patient harm. This report is 1 of 1 for (B)(4).